Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor and the image intensifier power supply. No patient injury was reported.

Event description:
The customer reported a problem with the left monitor and poor image quality. No patient injury was reported.